Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device double beeped when it was on the set. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the past. Visual evaluation found the downstream occlusion (dso) sensor nub was missing and the upstream occlusion (uso) sensor seal was contaminated. The primary problem of device double beeping when trying to start it was replicated by functional testing. The most probable cause was the dso sensor nub was missing. Replaced dsos sensor to correct the issue. The device passed all functional tests after the repair.